Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the fiber body was broken into two pieces. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. Upon microscopic inspection it was identified that the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. The connector face was in good conditions, light was exiting the connector's face. B3 date of event: the exact event date is unknown.

Event description:
It was reported that a fiber was returned to boston scientific without customer information and device performance allegation. Analysis of the returned fiber identified that the fiber body was broken. No further information is available.